Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance and low sensing were observed. Loose set screw was observed. The screw was re-tightened and the system remains implanted.